Event description:
Boston scientific crm received information that the latitude system declared a red alert due to high impedances being detected on rate/sense right ventricular (rv) lead, which is connected to this implantable cardioverter defibrillator (ICD). Additionally, noise was seen on stored electrograms. No adverse patient effects were reported. The patient was to be brought in for further evaluation. Subsequent information indicates that this rv lead was fractured. A new rv lead was to be placed. This patient's latitude system continues to declared alerts due to pacing impedances greater than 2000 ohms. At this time, no further information has been made available, the patient moved and we do not know where this patient is being seen at this time. Subsequent information indicates that the tachy therapy for this ICD was programmed off and the patient received a lifevest until a revision procedure was able to be performed to replaced the fractured rv lead. Also, the patient had several non-sustained episodes stored due to oversensing of noise. The patient was reported to not be pacer dependent. Subsequent information indicated that this patient underwent a revision procedure. The physician was concerned about a potential loose header causing the noise; however upon explant, it appeared to be normal and not loose. The physician replaced the device due to concerns with the future of a loose header issue. The product was returned for laboratory analysis. Additional information indicates that the patient's rv lead was returned and no fracture was revealed. At this time, we are unable to rule out a connection issue resulting in the clinical observations reported.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that the header of this product was completely intact. The clinical observation of high out of range pacing impedances was unable to be reproduced during analysis and may have been due to an incomplete connection between the rv lead and ICD as the rv lead was returned and no fracture was revealed.